Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of the right common iliac artery aneurysm using gore® excluder® iliac branch endoprostheses. It was planned to implant only gore® excluder® iliac branch endoprostheses. After an iliac branch component and an internal iliac component were implanted, when a touch-up was performed to the proximal of the iliac branch component (ibc) using non-gore balloon device, a blood pressure decreased (average 20) and there was no pulse temporary. The patient presented a cardiac arrest during the procedure temporary. An angiography was performed to an ascending aorta with doing a cardiac massage and it was confirmed there was no dissection and rupture in the ascending aorta. It was determined the common iliac artery was ruptured. The aorta was interrupted and the blood pressure increased gradually. A trunk ipsilateral leg endoprosthesis was advanced and then, the interruption of the aorta was released. And the trunk ipsilateral leg endoprosthesis was deployed. Then, a contralateral leg endoprosthesis (plc271200j) was implanted in the right side and a contralateral leg endoprosthesis (plc121400j) was implanted in the left external iliac artery to extend the ipsilateral leg of the trunk ipsilateral leg endoprosthesis. A type ii endoleak that blood flow didn't reach to the aneurysm was observed and no treatment was performed. An abdominal pressure was high due to the bleeding. The procedure was completed and the patient moved to ICU. (*above event was captured in medwatch report number 3013164176-2024-02210.) On (B)(6) 2024, a contrast CT observed that the ipsilateral leg of the trunk ipsilateral leg endoprosthesis was compressed slightly at the level of the flow divider. There was no issue with the distal blood flow. Therefore, the physician decided to monitor it.